Event description:
It was reported, PICC was unable to be flushed or bled so decision made to remove, the PICC became stuck in the axilla (pt was also unwell during the removal). Kink around the 5cm mark. On removal the PICC appeared to have a kink at around the 5cm mark maybe where the securacath was. On the x-ray there also appeared to be a loop of PICC in the arm but this could have been the position of the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.